Manufacturer narrative:
(B)(4). We received one used, (empty) easypump ii lt 100-50-s without packaging. The received sample was taken to a visual inspection. In as-received condition the white clamp was missing and the patient connector was not closed, we received the sample was soaking wet in the plastic bag. The original wing cap was not handed over by the customer. At the tube we detected a knot. After opening the top cap and removing the closing cone, we detected solution (liquid) and crystallized drug residues at the filling port (lli-cone). Further on, we detected residues of the solution (liquid) respectively crystallized drug residues at the lla-cone of the patient connector. In addition, a functional test respectively a leak test was carried out. After opening the knot and waiting for a while the pump did work (solution was running). Leakages were not detected at the sample. A blocked sample (as described by the customer) could not be determined. The tested sample is in accordance with our requirements. Hence we assess this complaint to be not justified.

Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to bbm in (B)(4) for investigation. A follow-up report will be provided when the inspection results are available. Reviewed the device history record and no abnormalities found during in process or at final control inspection.

Event description:
As reported by the user facility ((B)(4)): no infusion. Drug: 5fu.